Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter via the right common femoral vein. The information provided indicated that a computed tomography (CT) scan performed approximately 14 years and 8 months post implant, noted filter fracture, tilt, inferior vena cava (ivc) perforation (grade ii), and ivc perforation with intimate relation to bowel (grade iii). This condition caused or contributed to clot formation and therefore the filter cannot safely be removed. According to the medical records the patient has a history of post-traumatic stress disorder (ptsd), anxiety, depression, suicidal ideations, hyperlipidemia, knee pain, elbow pain, chronic low back pain and neck pain. The patient has a post implant history of sleep apnea, impotence, obesity, knee arthralgia, plantar fasciitis, cervical radiculopathy, gastro-esophageal reflux disease, sciatica, chronic kidney disease stage 2 and alcohol dependence. Nine days prior to the index procedure the patient was in a motor vehicle collision and sustained a fractured left femur, fractured left ischial tuberosity, a missing tooth and head lacerations. Prior to surgical repair of the femur, the patient experienced shortness of breath. A computed tomography (CT) scan showed multiple bilateral peripheral pulmonary emboli. Ultrasound scans of the patient¿s bilateral lower extremities were inconclusive for deep vein thrombosis (dvt) due to technical limitations involving the left popliteal and mid to distal right femoral vein. The indication for the filter placement was bilateral pulmonary embolism (pe) with impending surgery. The filter was implanted via the patient¿s right common femoral vein and deployed in the infrarenal area of the ivc. The patient tolerated the procedure well. On the same day, the fractured left femur was surgically repaired (intermedullary rod with locking screws). The filter was to be removed one week later; however, due to mobility issues it was decided to leave the filter in place. Approximately fourteen years and two months post implant an abdominal CT scan was performed and compared to a scan done approximately eleven years and eleven months post implant. The reviewer did not feel that the filter fracture was contributing to the patient¿s report of low back pain and sciatica. The report noted that the filter was in a stable position at the l2-l3 vertebral body, below the renal veins. There was an unchanged fracture of the posterior strut. Bilateral fat containing inguinal hernias were observed, as well as lumbar spondylosis. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implant. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explant problems after as short a period as 12 days. Blood clots, clotting and occlusive thrombosis and/or occlusion within the filter and vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. Without procedural films or post implant imaging available for review, the reported filter fracture, tilt and perforation could not be confirmed, nor a cause be determined. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
Additional information received per the medical records indicate that the patient has a history of post-traumatic stress disorder (ptsd), anxiety, depression, suicidal ideations, hyperlipidemia, knee pain, elbow pain, chronic low back pain and neck pain. The patient has a post implant history of sleep apnea, impotence, obesity, knee arthralgia, planta fasciitis, cervical radiculopathy, gastro-esophageal reflux disease, sciatica, chronic kidney disease stage 2 and alcohol dependence. Nine days prior to the index procedure the patient was in a motor vehicle collision. The patient suffered a fractured left femur, fractured left ischial tuberosity, a missing tooth and head lacerations. Prior to surgical repair of the fractured femur, the patient experienced shortness of breath. A computed tomography (CT) scan showed multiple bilateral peripheral pulmonary emboli. Ultrasound scans of the patient¿s bilateral lower extremities were inconclusive for deep vein thrombosis (dvt) due to technical limitations involving the left popliteal and mid to distal right femoral vein. The indication for the filter placement was bilateral pulmonary embolism (pe) with impending surgery. The filter was implanted via the patient¿s right common femoral vein. It was placed into the infrarenal area of the inferior vena cava (ivc). The patient tolerated the procedure well. On the same day, the fractured left femur was surgically repaired (intermedullary rod with locking screws). The filter was to be removed one week later; however, due to mobility issues it was decided to leave the filter in place. Abdominal computed tomography (CT) scans done approximately fourteen years and two months after the index procedure were compared to scan done approximately eleven years and eleven months after the index procedure. The reviewer did not feel that the filter fracture was contributing to the patient¿s report of low back pain and sciatica. The report noted that the filter was in a stable position at the l2-l3 vertebral body, below the renal veins. There was an unchanged fracture of the posterior strut. Bilateral fat containing inguinal hernias were observed, as well as lumbar spondylosis.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: a4, b3, b4, b5, b6, b7, d1, g2, g3, g6, h1 and h2. Additional information is pending and will be submitted within 30 days of receipt.

Manufacturer narrative:
The exact implant date is unknown; stated to be on or about (B)(6) 2004. The catalog number is unknown; if received it will be provided. Complaint conclusion: it was reported that a patient underwent placement of an optease vena cava filter via the right common femoral vein. The information provided indicated that a computed tomography (CT) scan performed approximately 14 years and 8 months post implant, noted filter fracture, tilt, inferior vena cava (ivc) perforation (grade ii), and ivc perforation with intimate relation to bowel (grade iii). This condition progressed causing injuries, including injuries requiring medical treatment and hospitalization and anticoagulation therapy. Despite causing or contributing to clot formation, the filter cannot safely be removed. The indication for the filter implant has not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implant. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explant problems after as short a period as 12 days. Blood clots, clotting and occlusive thrombosis and/or occlusion within the filter and vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. Without procedural films or post implant imaging available for review, the reported filter fracture, tilt and perforation could not be confirmed, nor a cause be determined. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter implanted via right common femoral vein. The filter subsequently malfunctions and caused injury and damages. A CT scan performed approximately 14 years and 8 months post implantation, including but not limited to: filter fracture, tilt, ivc perforation (grade ii), ivc perforation with intimate relation to bowel (grade iii). This condition progressed causing injuries, including injuries requiring medical treatment and hospitalization and anticoagulation therapy. Despite causing or contributing to clot formation, the filter cannot safely be removed.